Event description:
It was reported that during a diagnostic laparoscopy the jaws of the enseal instrument broke and fell into the patient. The doctor was confident that all the broken pieces were retrieved, laparoscopically and a second device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.